Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# n0048273, implanted: (B)(6) 2006, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3587a, lot# n0052501, implanted: (B)(6) 2006, product type: lead. Product ID: 748951(B)(4) lot# serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
One time the patient was at a music concert and the ¿great big stereo thing¿ turned off her implantable neurostimulator (ins). There was strong emi from them. It was noted the patient has the device for occipital and can¿t have a rechargeable ins. An information request was made regarding the patient programmer (pp). The patient was told she has to use the antenna but she hates the antenna. The patient lost her pp and needs a new one before leaving tomorrow on vacation. The patient¿s health care provider (hcp) reported two weeks later that the patient was good since receiving her new pp. If additional information is received, a follow up report will be sent.